Event description:
It was reported that sometime post a port placement, the catheter allegedly slipped into heart. It was further reported that the catheter was allegedly found to be broken while removal. The current status of the patient is unknown.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 12/2025). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: device not returned.

Event description:
It was reported that approximately six months post a port placement, the catheter allegedly got slipped into the heart. It was further reported that the catheter was allegedly found to be broken while removal. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was not returned for evaluation. Five electronic photos were provided for review. The photos show fracture was noted on catheter and port stem, catheter and cath lock separation was noted from the port. Blood residual was noted on port and cath lock. Therefore, the investigation is confirmed for the reported fracture and material separation. However, the investigation is inconclusive for the reported migration issue as no objective evidence to confirm this was provided for review. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiry date: 12/2025). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.